Event description:
It was reported that a right atrial leadless pacemaker exhibited a loss of conductive telemetry during a sensing test. No intervention was reported. Patient was stable with no consequences.

Event description:
New information received noted issue was resolved by disabling the i2i option.